Manufacturer narrative:
Limited information was available at the time of this report. Based on the information received, this report is being submitted in an abundance of caution. It should be noted that there was no patient harm noted and the surgical course completed as planned. Should further information be made available, followup reports will be submitted as appropriate.

Event description:
It was reported that during a standard surgical exchange from tissue expanders to breast implants that previously implanted ovitex prs (ltr) had resorbed. No adverse event was noted.